Event description:
It was reported that a child was intubated with low sedation due to the ICU's extubation program, when the mechanical ventilation alarm was activated. The medical team promptly noticed that the relative tube was folded, causing saturation drop and consequently bradycardia and cyanosis in the pt who quickly received oxygen via resuscitator device. The tube was replaced by a new one and this problem did not happen again.